Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that a revision surgery was performed. The device appeared to be detached from the dura and was not providing any seal at all.

Event description:
No new information.

Manufacturer narrative:
Additional information: h6. The observation stated in the reported event could not be confirmed. The reported event occurred about five years prior, and due to limited staff recollection and lack of lot and catalog numbers, key product details and batch records could not be reviewed or tested. Consequently, the root cause of the event remains undetermined based on the available information. Based on the investigation including a statistical analysis, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.